Event description:
It was reported that a person experienced low glucose reported at 54 mg/dl while asleep and did not perceive pump alerts, later confirming in the device alert history that alerts had occurred; the agent guided the person to install the bionic circle app and configure alert notifications, and education on alert settings and use was completed. Customer care provided support that included review of device alert history and user education on alarm configuration. Investigation of this case revealed that the pump generated low-glucose alerts as designed and that the event was attributable to unperceived alarms during sleep rather than device malfunction. Symptoms included irritability associated with hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.